Event description:
Customer stated there was a burn hole in her pad that went through her housecoat to her back.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.